Event description:
It was reported that during the surgery on (B)(6) 2013, the stem was not at the same level as the grater/rasp and that with the extraction device the cone has been damaged. It was further reported that another implant has been used for the patient. Therefore, the surgery was extended for 0 until 15 minutes. The report did not mention if the patient experienced harm caused by the damaged cone.

Manufacturer narrative:
The manufacturer did not yet receive devices, x-rays, or other source documents for review. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).